Event description:
It was reported that the patient experienced an episode of ventricular tachycardia (vt) that was treated with seven electric shocks. The arrhythmia was not able to be converted with the shocks and the vt was self-terminated. It was also observed that the right ventricular (rv) lead parameters were different than implant. The lead exhibited low amplitude r waves, low pacing impedance within range and high capture threshold. An x-ray was performed and a lead dislodgement was suspected by the clinic. The device data was sent to technical services (ts) for review and reportedly, a lead revision would be scheduled. Upon ts review of the device data it was discussed that the x-ray imaging shows two overlapping leads. The rv lead appears to be anterior rather than septal, therefore it is contributing to lower the probability to convert the arrhythmia. In addition, a lead revision procedure was recommended to ensure appropriate system function and further advice was provided. The rv lead remains in service at this time. No additional adverse patient effects.

Event description:
It was reported that the patient experienced an episode of ventricular tachycardia (vt) that was treated with seven electric shocks. The arrhythmia was not able to be converted with the shocks and the vt was self-terminated. It was also observed that the right ventricular (rv) lead parameters were different than implant. The lead exhibited low amplitude r waves, low pacing impedance within range and high capture threshold. An x-ray was performed and a lead dislodgement was suspected by the clinic. The device data was sent to technical services (ts) for review and reportedly, a lead revision would be scheduled. Upon ts review of the device data it was discussed that the x-ray imaging shows two overlapping leads. The rv lead appears to be anterior rather than septal, therefore it is contributing to lower the probability to convert the arrhythmia. In addition, a lead revision procedure was recommended to ensure appropriate system function and further advice was provided. The rv lead remains in service at this time. No additional adverse patient effects. Additional information provided indicates the physician tried to implant a new rv lead, however, it was difficult to find an adequate position for this lead due to the patient anatomy. Subsequently, the lead was not implanted and it was removed. The patient was screened for a subcutaneous implantable cardioverter defibrillator (s-ICD) system implant and was then implanted with the s-ICD system. The rv lead was surgically abandoned and the implantable cardioverter defibrillator (ICD) device was explanted. No additional adverse patient effects. The rv lead is not expected to be returned as it remains out of service-implanted.